Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed the last basal delivery recorded was on (B)(6) 2013. There was no activity outside of normal use observed in the data. The total daily doses added up correctly and reflected the programmed basal target. On investigation, the pump powered on normally to the verify screen. The pump was successfully primed. The pump was exercised for 29 hours without any issues with functionality or flow accuracy. The force sensor was evaluated and noted to be out of calibration. The pump was opened for investigation and revealed that the force sensor resistance measurement was within specification. The pump was found to be delivering insulin within required specifications.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient had an episode of low blood glucose of an unknown measurement that reportedly caused the patient to have a ¿hypoglycemic seizure¿ with subsequent hospitalization. No details of the patient¿s hospitalization were provided. The reporter commented that the patient¿s bg goes low with site changes and the patient¿s healthcare provider is aware. No further information was provided. This complaint is being reported because the patient reportedly experienced a ¿hypoglycemic seizure¿ resulting in hospitalization while on insulin pump therapy.